Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. However, the transmitter was unable to regain connection after bringing tx and pump within range. The pump was reset and able to regain connection with transmitter. Customer continued to use pump for insulin therapy. The customer's blood glucose level was 237 mg/dl.